Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. Device had cracked display window corner. (B)(4).

Event description:
Customer reported via phone call that the device was delivering more insulin than needed. Customer's blood glucose had been low. Customer's blood glucose was 35 mg/dl. Customer's blood glucose at time of call was 53 mg/dl. After troubleshooting, customer felt uncomfortable with the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.